Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and radiculopathy. It was reported the patient was unable to change programs or groups with the patient programmer (pp). The patient mentioned it was uncomfortable to sleep and had burning sensation on group a. This was noted to be sudden as it occurred when the patient lay down. Upon review on how to change groups using the pp, the patient confirmed changing to group b, which resolved the pp question. However, the patient stated that group b did not hit the right side, did not hit her back, and did not reach far enough up her arm. The patient changed to group b and the discomfort was resolved. The patient was going to follow-up with a healthcare provider (hcp) to set up a meeting with a manufacturer's representative (rep) for potential reprogramming. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the lead worked well for them but hadn't been programmed since (B)(6) 2015. The patient now needed to be programmed and adjusted as they had been in pain since (B)(6). A message was sent to the manufacturer's representative (rep) for adjustments to be made, and the rep. Was going to try and schedule an appointment. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received, the event will be updated.